Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the electronic lot history record for this product was not performed since the lot number was not reported. The reported patient effect of claudication and stenosis are listed in the supera peripheral stent systems electronic instructions for use as known patient effects of the stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 the supera stent was implanted in the proximal popliteal artery. On (B)(6) 2019 another percutaneous intervention was performed to treat the 80% restenosis of the supera stent. The patient had claudication with the restenosis. Atherectomy and dilatation with a drug coated balloon was performed. The symptoms resolved and the stenosis was reduced to 0%. No additional information was provided.